Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level. The customer treated with food for low blood glucose. Customer's blood glucose value was 54 mg/dl at the time of incident and current blood glucose readings were 128 mg/dl. The sensor glucose reading was 115 mg/dl at time of incident. The blood glucose value that triggered the suspend event was 54 mg/dl and the threshold suspend limit in sensor settings was 65 mg/dl. The pump will be not returned and sensors will be returned for analysis.